Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left forearm fistula, a break was allegedly identified at the joint between the catheter shaft and the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure of a left forearm fistula, a break was allegedly identified at the joint between the catheter shaft and the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection of the device found a complete break in the outer catheter shaft at the proximal balloon joint. Therefore, the investigation is confirmed for the reported break. The inner guidewire lumen was noted to be intact. The definitive root cause for the identified break could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.